Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported device damaged by another device appears due to user technique. A definitive cause for the mitral regurgitation could not be determined in this case. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This report is conservatively filed as this device possibly damaged the previously implanted mitraclip. It was reported that on (B)(6) 2018, the patient presented with non-ischemic, mixed mitral regurgitation with pure annular dilatation. There was an anterior leaflet 2 (a2) prolapse and flail, primary jet a2p2, and anterior ruptured chordae. Two mitraclips were implanted without a device issue, reducing the mr to grade 2+ (mild to moderate), mr 36%. After careful re-evaluation of imaging, the first clip implanted (cds0602-ntr 80815u174) appears to have a partial anterior medial leaflet (aml) detachment. This was observed at the end of the intervention. Reportedly, the partial aml detachment was possibly due to placement of the second mitraclip (cds0602-ntr 80815u107) medial to the first and with slight distortion of aml anatomy due to this placement, although this could not be confirmed. During the 30-day follow-up visit on (B)(6) 2018, the mr increased from 36% to 40%. During the 6-month follow-up, the mr increased from 40% to 51%. On (B)(6) 2019, the mr increased to severe. Reportedly, the aml continued to further detach from the first mitraclip (cds0602-ntr 80815u174) with increased mr in a stepwise manner. Per physician, the event was due to patient anatomy (degenerated aml along with a normal left ventricular ejection fraction so there is a higher shear force with cardiac contraction). No treatment was provided. No additional information was provided regarding this issue.